Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleed during an upper endoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, the resolution clip was deployed within the patient and attached to the mucosa; however, the clip would not release from the delivery catheter. The physician had to tear the clip away from the mucosa in order to remove the entire device from the patient. It could not be determined if the bleeding was exacerbated by this event. A second resolution clip was used to complete the procedure without complications. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that there was a kink in the control wire and the clip assembly was deployed and not returned. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 11020701c2 for the reported event. A labeling review was performed and no anomaly was found. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleed during an upper endoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, the resolution clip was deployed within the patient and attached to the mucosa; however, the clip would not release from the delivery catheter. The physician had to tear the clip away from the mucosa in order to remove the entire device from the patient. It could not be determined if the bleeding was exacerbated by this event. A second resolution clip was used to complete the procedure without complications. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.